Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). This report is being filed to relay additional information. The device history record (DHR) review for zimmer skin graft mesher, serial number (B)(4), was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Product review of the skin graft mesher by zimmer biomet surgical on august 6, 2019 revealed the comb, side plates, roller, roller gear, and ratchet was damaged. A sample mesh was unable to be taken due to the damaged comb. The device was in calibration. Repair of the skin graft mesher was performed by zimmer biomet surgical on august 6, 2019 which included replacement of the roller gear, comb, bearings, roller, left and right side plates, comb spring, stabilizer foot, sliding pin, spring, and ratchet gear. Skin graft mesher, serial number ((B)(4)), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the skin graft mesher had a damaged ratchet making it hard to pull, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the roller gear, comb, bearings, roller, left and right side plates, comb spring, stabilizer foot, sliding pin, spring, and ratchet gear were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the device was stiff mechanism screw and hard to pull. It as also reported that the mesher didn't cut well anymore. The event happened in may. No adverse events were reported as a result of this malfunction.